Event description:
The physician reports that the crystalens trailing haptic broke while advancing the lens from the staar surgical lens injector system. Intervention was performed intraoperatively to remove the damaged iol, enlarge the original incision, and suture the wound. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.